Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Alleged failure: the rf to burn tissue and would not turn off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be due to the internal leak creates water to ingress into the handle where the electrical components are, causing a short circuit which in turn caused the unit to stop working or continuous activation. Inadequate gluing operation on the suction tube and suction shaft. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.